Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and visual inspection did not identify any anomalies.

Event description:
Related manufacture reference number: 2017865-2023-52410. It was reported that the patient's atrial lead and right ventricular lead were dislodged. Both lead were explanted and replaced on (B)(6) 2023. The patient's condition was unknown.